Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/11/2014 with the following findings: the complaint could not be duplicated or confirmed. A review of the pump¿s black box data revealed a cs 064 call service alarm on 09/30/2014 due to occlusion during prime operation. The pump was exercised for 24 hours with no call service alarms duplicated. The pump was opened and no defects were observed inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter alleged that the cs 064 call service alarm occurred while performing the prime step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.